Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced an elevated blood glucose (bg) level of 504-505 mg/dl. A supply change was performed to address bg. The cause for the elevated bg was unknown.